Event description:
(B) (4). It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction (mi) occurred. The index procedure in (B) (6) 2004 treated the 90% stenosed lesion measuring 2.5mm in diameter and 10mm in length that was located in a right posterior descending artery (r-pda). A 2.50x16mm taxus liberte" stent was implanted in the lesion. The post procedure stenosis was 0%. No patient injuries or complications occurred. Patient status was satisfactory. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2005, the patient underwent balloon angioplasty revascularization in the target vessel/lesion in the r-pda and 1st rpl and two non bsc stents were placed. Additionally, a new lesion in the mid left anterior descending artery (lad) was treated with a taxus express stent. A non bsc stent was also placed in the distal circumflex artery (cx). In (B) (6) 2008, the r-pda again required revascularization and balloon angiography was performed. The physician attempted to treat the retroposterolateral artery, but could not cross the lesion. Two days later, the patient had a CABG performed on three vessels, including the r-pda. (B) (6) 2009, the patient was admitted with angina pectoris and was hospitalized. Three days later, a non target lesion in the saphenous vein graft to the 2nd obtuse marginal artery was treated with balloon angiography and a non bsc stent was implanted. Following the procedure the patient had a "neurological event" which resulted in left side weakness and a minor speech deficit. The events were resolved at discharge early february. Subsequently 9 days after discharged, the patient was admitted with chest pain and the clinical diagnosis was non q-wave myocardial infarction (mi) with elevated troponin and abnormal ECG which did not show acute changes. The next day the patient was transferred to another facility for cardiac catheterization. The patient had sub therapeutic inr at 1.1. The angiography revealed: lmca unremarkable; lad proximal, mid and distal are 100% stenosed, total occlusion of proximal 1st diagonal, free of significant distal obstruction; lcx mid 100% stenosis; distal "does not fill by collaterals"; rca total occlusion distally; r-pda patent saphenous vein graft and free of significant distal obstruction; grafts widely patent and free of significant obstruction in saphenous vein graft to diagonal branch; occluded proximally with haziness suggesting acute thrombosis of graft to om; widely patent and free of significant obstruction of saphenous vein graft to rca; lvef 40-45% with mitral regurgitation. Based on platelet studies the patient was resistant to plavix and ticlid. The graft occluded on coumadin anticoagulation. Medical therapy was recommended with no further cardiac intervention. Patient status is satisfactory. The subject was discharged the next day.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.